Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the nanocross 0.014in over-the-wire pta balloon dilatation catheter was received for evaluation without any ancillary devices from the procedure. Two cine images were received with the initial report. Image one displays a vascular system with a lesion near a bifurcation. Image two displays a balloon near a joint. One end of the balloon is inverted within itself. The nanocross catheter was received in two pieces: y-manifold with catheter, and distal segment with balloon chamber. The distal segment includes a stretched inner guidewire lumen, outer inflation lumen, two radiopaque marker bands, balloon chamber, and distal tip. The distal segment measures approximately 35.2cm in length. The balloon chamber measures approximately 77mm and approximately 47mm of the balloon is inverted within the balloon chamber. Approximately 124mm of balloon chamber is accounted for. All distal assembly components are accounted for. The proximal fracture face of the outer inflation lumen exhibits tensile fracture. The blue inner guidewire lumen exhibits a kink. The blue inner guidewire lumen exhibits stretching and necking down. The proximal radiopaque marker band is lodged within the proximal balloon bond. The distal radiopaque marker band is visible and is attached to the blue guidewire lumen. The distal balloon bond is visible just distal of the distal marker band. The distal end of the balloon chamber does not exhibit any radial or longitudinal tearing.the balloon chamber is inverted upon its self. All blue inner guidewire lumen is accounted for. The blue inner guidewire lumen does exhibit approximately 10cm of stretching. All components of the inflation lumen and balloon chamber are accounted for. All components of the nanocross dilatation catheter are accounted for.

Event description:
The physician advanced the nanocross under fluoro to the lesion location and inflated to nominal pressure using a 50:50 saline to contrast mix. The physician left the nanocross inflated for 1 minute. After one min the physician pulled negative on the balloon endoflater to deflate the balloon, however it would not deflate. The physician moved the camera to ascertain if there were any kinks in the balloon catheter but none were observed. The physician detached the endoflater, reattached and tried to pull negative again. This time the nanocross deflated a little bit but not fully. The physician tried to remove the balloon through the sheath. There was resistance due to the partially inflated status of the balloon. About 200mm into the sheath the balloon material separated from the catheter and the catheter became stuck on the wire. The physician decided to just remove everything by removing the sheath. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).